Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 3 months after the dental implant was placed in ada site 3 in the mouth, the implant did not achieve integration. Clinician reports sinus perforation, mobility and hypersensitivity. A crown was placed 1 day prior to implant removal. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 3 months after the dental implant was placed in ada site 3 in the mouth, the implant did not achieve integration. Clinician reports sinus perforation, mobility and hypersensitivity. A crown was placed 1 day prior to implant removal. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).